Event description:
It was reported that the customer experienced a blood glucose (bg) level of 540 mg/dl. Subsequently, the customer went to the emergency room (ER). The customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6) 2026 with no permanent damage and issue resolved. Reportedly, the customer alleged the pump was not delivering a bolus as intended; however, tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Customer reverted to an alternate method for insulin therapy.